Event description:
It was reported that during an unknown open surgical oncology procedure that the jaws locked up. No further information about the event was provided. Unknown if another like device was needed to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2024. B3: event year only reported: 2024. D4 batch #: x7048y. Additional information was requested and the following was obtained: - did the jaws get difficult to open or close? - did the jaws would not open? - did the jaws would not close? No additional information was provided by the customer. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, during the mechanical test no issues were noted with the opening and closing of the jaws. A manufacturing record evaluation was performed for the finished device lot/batch x7048y, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.